Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Customer evaluated device.

Event description:
The customer reported no image display. There was no reported patient involvement.